Event description:
Most items in each lot were affected with cloudy markings inside the drip chamber and/or brown flecks inside tubing or drip chamber. Baxter advised that -1- the root cause of markings and flecks was degradation during the molding process, -2- product affected only by cloudy markings in drip chamber could be used for pt care. MFR replaced clearlink product with interlink product, which then was found to have identical conditions. This report is based on preliminary info received by medical center. Medical center has not had the opportunity to investigate or verify prior to the reporting date. Medical center has not conclusively determined the cause of this event.